Event description:
Phantom screwdriver from depuy broke while putting in a screw. This has happened before. Another hosp was contracted for equipment. Replaced order on 3/11/99, will not be shipped until 3/24/99.